Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. Two photographs and a video of a powerpicc were returned for evaluation. An initial visual observation of the photographs showed two circumferentially aligned splits in the catheter shaft. The video showed the catheter shaft was leaking from both split sites during infusion. No further details of the split sites could be discerned in the returned photographs and video. There were no distinguishing features in the returned photographs and video of the device which could aid in identification of a specific root cause of the splits. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, catheter ruptured. Both the 2 cm and 4 cm sections at the catheter tip showed severe damage. Patient was admitted to the neurosurgery emergency ward. A powerpicc catheter was inserted. During a midday ward round, the nurse observed swelling in the upper limb at the insertion site while the patient was receiving infusion via a micro-infusion pump. Concurrently, fluid was leaking from the insertion site. Backflushing the catheter yielded no return of blood. The nurse immediately reported to the head nurse and notified the PICC intravenous therapy team for intervention. After flushing, extravasation persisted. Partial catheter removal revealed severe damage 2 cm from the catheter tip, with the catheter on the verge of complete rupture. The catheter was fully removed. The patient's swollen upper limb was treated with hydrocolloid dressing. This incident resulted in interrupted medication therapy and medication wastage.